Event description:
The patient came in reporting instability and the cause is unknown. About 9 months from the first revision surgery, the surgeon revised the patient from gmk-revision to gmk-hinge components and the surgery was completed successfully. Patient had competitor components prior to medacta revision components.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 189556: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-feb-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other implants involved, batch review performed on (B)(6) 2023: gmk-revision 02.07.0686r revision fixed tibial tray cemented size 6 r (k123721) lot. 1811755: (B)(4) items manufactured and released on 03-jun-2019. Expiration date: 2024-may-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2405r femur revision ps size 5 r (k102437) lot 1909692: (B)(4) items manufactured and released on 06-mar-2020. Expiration date: 2025-feb-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.